Event description:
It was reported that during implant the right atrial lead exhibited noise. The physician elected to complete the procedure with a different lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 ¿ should have said "the ra lead was not installed and programming changes were made on the pacemaker to deactivate the atrium channel instead." Rather than "the physician elected to complete the procedure with a different lead."

Event description:
It was reported that the patient presented in the operation room for implant procedure. The newly implanted right atrial (ra) lead was experiencing noise. The ra lead was not installed and programming changes were made on the pacemaker to deactivate the atrium channel instead. There were no patient consequences.

Manufacturer narrative:
The reported event of lead noise was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.